Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, after a routine dissection and initial two staple firing sequence, an issue occurred during the third staple firing sequence resulting in unopposed stomach tissue in the sleeve gastrectomy. As a result, there was a hole in the sleeve of the patient. On (B)(6) 2021, intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information: during a da vinci-assisted sleeve gastrectomy surgical procedure, a blue sureform 60 reload installed on a sureform stapler 60 instrument was fired on the gastric wall for the third fire. There were no issues with calibration or clamping down on tissue. When the surgeon started the firing cycle, there was a pause for compression. Then, the target gastric tissue was dragged in between the jaws and the specimen was pulled towards the head of the stapler instrument. The stapler instrument again paused for compression, and there was a message stating the tissue was too thick, and to unclamp and remove the device. The surgeon opened the jaws of the sureform 60 stapler instrument and found all the staples to be unformed and dumped on the tissue. There was a 7-8 mm hole on the gastric sleeve. The surgeon then pulled the sureform stapler 60 instrument out and used a backup blue sureform 60 reload. He took in the part of the gastric tissue that had a hole within the stapler instrument and completed the staple line with no issues. The surgeon confirmed that two black sureform60 reloads had been fired with no problems and continued after this issue with blue sureform60 reloads with no problems either. The surgeon stated that he did not have the best surgical tech assisting during the procedure. As a result, his theory was there could have been a loose staple in the instrument's jaws. However, he is not sure if that could have resulted in the tear in the sleeve. He confirmed that the bougie was not close to the staple fire. To repair the hole in the sleeve gastrectomy, the surgeon was able to use another stapler which resulted in a section of the sleeve that was narrowed. There was a leak test done which was negative. As a precaution, he over-sewed the third staple line. There were no post-operative complications reported. The surgeon confirmed that the sureform60 stapler instrument and the reloads were discarded and are unavailable for failure analysis. There is a video recording available for isi to review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not receive the sureform 60 stapler instrument or the blue sureform60 reload, associated with this complaint as they were discarded according to the customer. If additional information is obtained, a follow-up MDR will be submitted. A review of the site's complaint history revealed no additional complaints for this product. A review of the device logs for the sureform 60 stapler instrument (part# 480460-09/lot/serial# (B)(4)) associated with this event has been performed. Per the review of the logs, the sureform 60 stapler instrument was last used on (B)(6) 2021 via system serial#: (B)(4). There were 6 uses remaining after this last usage. Logs show sureform 60 stapler instrument part number 480460-09, lot l90210629-0235 fired 6 reloads (2 black followed by 4 blue). The first two firings (black) were completed per the logs. The third overall firing (blue) resulted in a firing failure at 99% completion after multiple (~4) pauses for compression. Since the completion percentage was > 95%, the user would not have received a ¿tissue too thick to continue¿ message, but instead would receive a general partial fire message indicating that the firing failed to complete and the blade may be exposed. There were no incomplete clamps by this instrument. Subsequent 3 firings with this same instrument and other blue reloads were completed without any pauses for compression. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by an isi clinical development engineering team. The following additional information was provide: in the video, there are three blue reload fires with the sureform 60. These blue reload fires were a continuation of a staple line. Prior to the first fire, a cadiere instrument is used to remove free/loose staples from the path of the fire. The first fire resulted in a tissue pushout in which the tissue was pushed by the stapler and not transected as expected. The first fire ended with a partial fire arm pod message. The second fire was placed between the bougie and the unapproximated staple line from the first fire. The third fire was a continuation of the staple line. The second fire and third fires were completed as expected. This complaint is being reported due to the following conclusion: it was reported that during a da vinci assisted sleeve gastrectomy surgical procedure, the surgeon experienced a stapling issue. The target gastric tissue was dragged in between the jaws and pulled the specimen towards the head of the stapler instrument. There was a 7-8 mm hole on the gastric sleeve. As a result, the surgeon took in the part of the gastric tissue that had a hole within the stapler instrument, and completed the staple line which resulted in a gastric sleeve with a narrowed section. The staple line was over-sewed as a precaution. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.